Manufacturer narrative:
Samples are collected in 3ml bd lihep plasma tubes and centrifuged for 6 minutes at 4500 rpm prior to testing. Per customer supplied data, system checks passed within instrument specifications and qc has been performing within the customer's established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the peristaltic pump tubing, wash pump seals, and the substrate probe. The fse also cleaned out the analytical module and the incubator track. The fse performed a system check and a high sensitivity system check obtaining passing results within instrument specifications for both tests. Qc performed within the customers established ranges after service was complete. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for two (2) patients that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were not reported out of the laboratory. Repeat analysis of the samples gave lower results. The repeat results were within the normal reference range for one patient and within the risk stratification range for the other patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.